Event description:
Event description boston scientific crm received information that this single-chamber pacemaker exhibited a non-specific malfunction. A technical services review of rhythm strips revealed right ventricular non-capture on two beats. No adverse patient effects were reported.